Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that false auto mode switch episodes were noted due to noise on the patient's right atrial lead. No other electrical anomalies were observed. No intervention was performed. The patient was asymptomatic and did not have any adverse consequences. The patient will continue to be monitored.